Event description:
Patient reported through medinfo germany "broken". This record is for the unknown side. The device remains implanted.

Manufacturer narrative:
Clarification to d.4. Device information: "the sn numbers of the implants are (B)(6) and (B)(6); and the lot numbers are 2098517 and 2089177." Only the catalog number was populated as the affected side of the event is unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.